Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An ht70 plus ventilator was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and showed no anomalies on the ventilator. The ventilator was powered on and there were no audible tones. An investigation was performed; the single board computer (sbc) was removed and replaced with a test board. The sbc was visually inspected and an unknown dried substance was found on the dual transceiver component (u801). The issue was isolated to the sbc board. The repair of the ventilator has not been completed.